Event description:
It was reported that the customer experienced a high blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer deliver a correction bolus via the pump to address bg. Customer updated their pump settings to address the event.